Event description:
It was reported that the pt expired. The date of death, cause of death and relationship to the device was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.